Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97791, lot# n368084, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
The patient reported that her stimulation was not in the right spot and needed to be adjusted. The patient had a fall a couple months ago. The patient was seeing a different pain management doctor and needed someone to look at the machine. She was having problems with the machine that started within the last month. There was trouble with it charging some and thought there was a fall and thought it needed to be repositioned. The patient was still getting stimulation but it was in the wrong area. She felt like it needed to be changed a little. The patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that no steps had been taken to resolve the issue and the issue was not resolved.